Event description:
Reporter stated that pt has experienced low blood glucose, while using the infusion set. Reporter indicated that if the infusion set luer twists or bends, an estimated 0.3-0.5u insulin is inadvertently dispensed. Reporter stated that, last night, pt's blood glucose dropped from 126 mg/dl to 70 mg/dl. Due to pt's relatively low insulin requirement (0.1-0.3u, following meals), reporter stated "their [pump user's] sugar fell very low, and they could have died." Reporter treated pt's low blood glucose by giving pt food.